Event description:
It was reported that one day post-implant, small r-waves were found and the lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2012. (B)(4): lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.